Event description:
Foley was found to have broken near connection to the tubing. Urine was leaking out of the foley. It was removed normally and replaced. Pt tolerated procedure well. No harm to patient. Foley broke and needed to be replaced. The only numbers seen listed are: (B)(6). Unit no longer has the foley, it was thrown away.